Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation the crbs polarx balloon catheter st 28mm ous was selected for use, a blood detection error occurred. The troubleshooting was performed and the catheter was replaced. It is unknown if blood was visible inside the catheter after error occurred. The procedure was completed successfully. No patient complications were reported. The device is expected to be returned.

Manufacturer narrative:
The polarx catheter was evaluated by boston scientific. No visible blood was observed inside the balloon region. The polarx was leak tested and passed all inner and outer balloon leak tests. The polarx device was then dissected to investigate the blood detection wires for any damage or defects that would result in a blood detection error. There were no damage or defects found to any of the blood detection wires. The injection tube had insulation present in specified locations to prevent any contact with the blood detect wires. The device had damage or defects would have resulted in the blood detection error seen in the field. Device was found within specifications.

Event description:
It was reported that during a polarx pvi procedure to treat atrial fibrillation the crbs polarx balloon catheter st 28mm ous was selected for use, a blood detection error occurred. The troubleshooting was performed and the catheter was replaced. It is unknown if blood was visible inside the catheter after error occurred. The procedure was completed successfully. No patient complications were reported. It was further reported that 00004000 2: the console detected blood in the catheter was error displayed. No blood was visible inside the catheter after error occurred. The device was returned for laboratory analysis.